Manufacturer narrative:
Background information: all owner manuals contain information regarding maintenance schedules for manual and power wheelchairs. It is the dealer's responsibility to make sure that users return on a scheduled basis to maintain their wheelchairs properly. This maintenance requirement includes all fasteners (nuts, bolts, etc.) Are securely fastened, there is no unusual wear and tear on mechanical items, and electronic items are fully functional. It is the dealer's responsibility to ensure that maintenance requirements are communicated to the user, and failure to adhere to the manufacturer's maintenance requirements is a failure on the part of the dealer and/or end user. Some items (e.g., batteries, struts, etc.) Require replacement at scheduled intervals as provided in the instructions for use (IFU) that is provided with every sunrise medical product. These maintenance schedules are provided so that both the dealer and the user have specific information regarding the frequency of preventive and routine maintenance, and certain issues to watch for (e.g., loose bolts, worn straps, batteries not retaining a charge, worn tires, etc.). Adherence to these maintenance schedules is crucial for the continued safe functioning and use of the product. If these maintenance schedules are not adhered to injury to the user may result. Chairs are subject to static, fatigue and impact testing per the requirements of ansi/resna or iso 7176 section 8 to ensure integrity of the chair for the life of the device. This potential failure mode associated to loosening wheel lock hardware is addressed in use fmea, "ufmea_eiq2x_q2.xlsm" risk ID 114. The quickie 2 owner manual (mk-100151 rev d) states: "warning the owner and/or caregiver is responsible for making sure that it has been setup and adjusted by a trained service professional under the advice of a healthcare professional. The chair may require periodic safety and function checks or certain tool free adjustments that can be performed by the owner, caregiver, or authorized dealer if desired. Always use parts and/or accessories that have been recommended or approved by sunrise medical when servicing this chair. 1. Proper maintenance will improve performance and extend the useful life of your chair. 2. Clean your chair regularly. This will help you find loose or worn parts and make your chair easier to use. You will need a mild detergent solution and plenty of cleaning rags. 3. If discovered, repair or replace loose, worn, bent or damaged parts before using the chair. 4. To protect your investment, have all major maintenance and repair work done by your authorized dealer. 5. Inspect and maintain this chair strictly per the maintenance chart. 6. If you detect a problem, make sure to order parts, or have service, and repair work done at your authorized dealer before use. 7. At least once per year, have a complete inspection, safety check, and service of your chair made by an authorized dealer. " wheel locks should be checked at weekly intervals; make sure all nuts and bolts are snug. If an item is not working properly, please contact your authorized dealer. Discussion: all sunrise medical manual wheelchairs are provided with wheel locks. After evaluating the complaint, it was determined that, based on similar complaints and products received, the most probable cause would be hardware loosening over time leading to insufficient wheel locking force. Based on the IFU, the user or dealer should be performing maintenance to reduce the risk of wheel locks becoming non-functional or broken. The maintenance of the product hardware is the dealer/ provider's responsibility based on the user's condition. This requirement cannot be determined by sunrise medical as we do not know the condition of the end user, nor the specific needs of their disability. Conclusion: based on the IFU, the user or dealer should be performing maintenance to reduce the risk of wheel locks becoming non-functional or broken. The product in question met all product specifications before release for distribution at the time of shipping to the customer. This device is used for treatment, not diagnosis. There is no claim of injury in this case. The failure mode of non-functioning wheel locks has been previously reported per 21 cfr 803.50. This complaint was re-evaluated during a retrospective review and remediation effort resulting from improvements made to the company's complaint handling and adverse event reporting processes to ensure patient safety and regulatory compliance. This MDR is being filed based on the outcome of that retrospective review. Should additional information become available, sunrise medical will file a supplemental report.

Event description:
It was reported by the dealer that the left wheel lock screws will not stay tightened as well as the clamp. The wheel lock and extension are now missing. The dealer has tightened the left side and it keeps coming loose. The client goes on a transport vehicle for therapy. It was missing when the client came back from therapy. No injuries or adverse impact to the user was reported.